Manufacturer narrative:
Additional information received: radiographics image review results: pre-op and post op x-ray for t2-l4 fusion deformation correction and hardware placement appear appropriately. One of the bottom set screw is out of the screw head. If information is provided in the future, a supplemental report will be issued.

Event description:
The setscrew got off the legacy tulip. The device is few millimeters from the initial place in the tulip.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: scoliosis idiopathic. Procedure: t3 - l4 correction it was reported that, post-op, the set screw got off the screw due to which she suffered with back pain.